Event description:
The customer reported that the ECG was not coming and an on screen ECG fault message. No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.